Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead came in to the hospital wounded and reported experiencing syncope while doing physical activity. The health care professional (hcp) interrogated the device and noted several episodes of myopotentials which were recorded as ventricular tachycardia (vt) and ventricular fibrillation (vf). On review, the patient is pacemaker dependent and it was believed that the syncope was due to pacing inhibition related to oversensing on myopotentials. Additional information confirmed that asystole of more than 2 seconds did occur and that the oversensing was visible on the rv channel during strong breathing. The pacing/sensing portion of the rv lead was capped and surgically abandoned and a new pacing/sensing competitor lead was implanted. This device was also explanted and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.